Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Battery depletion was indicated/ elective replacement indicator (eri). Time of recommended replacement time (rrt) in save to disk occurred on (B)(4) 2012 with device rrt of less than or equal to 2.61 volts. Long charge time (not eri) was also noted. Two patient alerts for charge circuit timeout and excessive charge time occurred on (B)(4) 2013. Concomitant products: 5076 implantable pacing lead: (B)(6) 2000. (B)(4).

Event description:
It was reported that the longevity performance of the device was less than expected, especially how rapidly the battery voltage declined between elective replacement indicator (eri) and end of life (eol). It was also questioned why the right ventricular (rv) lead impedance measurements vary between the analyzer and the device. The readings and variation were within normal limits. The device was explanted and replaced. No patient complications have been reported as a result of this event.